Manufacturer narrative:
The follow up information shows through some troubleshooting with the customer and the clinical application specialist (cas) it was discovered that the spot and line separation setting were changed along with possibly accidentally adjusting the bed cut energy. The cas worked with the customer to set these settings. The customer was able to continue and complete their surgery day without any additional incidents or problems. The system meets company specification per service installation record. No technical root cause was identified as the product was found to be within specifications. The possible root cause is an accidentally adjusting the bed cut energy. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A health professional reported two cases resulting in torn flaps and vertical gas break through following lasik flap creation. The treatments were completed.